Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that there was more insulin than the fill estimate value of 3 units that was being displayed. Reportedly, the cartridge had been filled with 150 units. During the fill estimate calculations with tandem technical support showed that there was approximately 15.79 units remaining in the cartridge. Blood glucose level was approximately 100 mg/dl.